Event description:
It was reported that stent damage occurred. The patient presented with blockage of the of the coronary artery. The >90% stenosed, target lesion was located in a non-tortuous and moderately calcified left anterior descending (lad) artery. A 24 x 3.00 promus elite stent was advanced for treatment. However, the device could not cross the lesion and the stent was damaged. The device was completely removed intact from the patient and the procedure was completed using alternate method or device. No patient complications were reported.

Manufacturer narrative:
Updated b5: describe event or problem device evaluated by MFR.: promus elite ous mr 24 x 3.00mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. A shaft extrusion break at 25.5 cm proximal to the distal end of the tip was noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient presented with blockage of the of the coronary artery. The >90% stenosed, target lesion was located in a non-tortuous and moderately calcified left anterior descending (lad) artery. A 24 x 3.00 promus elite stent was advanced for treatment. However, the device could not cross the lesion and the stent was damaged. The device was completely removed intact from the patient and the procedure was completed using alternate method or device. No patient complications were reported. It was further reported that the shaft of the stent got broken while inserting it inside the guiding catheter outside the patient.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 24 x 3.00mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. A shaft extrusion break at 25.5 cm proximal to the distal end of the tip was noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient presented with blockage of the of the coronary artery. The >90% stenosed, target lesion was located in a non-tortuous and moderately calcified left anterior descending (lad) artery. A 24 x 3.00 promus elite stent was advanced for treatment. However, the device could not cross the lesion and the stent was damaged. The device was completely removed intact from the patient and the procedure was completed using alternate method or device. No patient complications were reported.